Event description:
It was reported that the insulin pump was depleting its batteries every two to three days. The blood glucose reading was 72 mg/dl. The customer stated that this was his fourth battery that he had installed in 8 days. He changed the batteries every two days and complained that he was waking up with blood glucose levels over 400 mg/dl because the insulin pump would power off unexpectedly. He also observed that the device did not alarm with a low battery alert prior to receiving the off no power alert. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.